Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
Reportable based on additional information received on (B)(6) 2018. It was reported that shaft break occurred. The 90% stenosed, 16x2.25mm target lesion was located in the moderately tortuous and moderately calcified obtuse marginal. A 2.25x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, it was further reported that the shaft broke inside the patient's body and the device was removed with a snare catheter.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a promus element,mr,ous 2.25x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the 3 most proximal stent strut rows; struts were lifted and pulled proximally. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 216mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 26-feb-2018. It was reported that shaft break occurred. The 90% stenosed, 16x2.25mm target lesion was located in the moderately tortuous and moderately calcified obtuse marginal. A 2.25x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, it was further reported that the shaft broke inside the patient's body and the device was removed with a snare catheter.